Event description:
Home patient reported discomfort in her shoulder, similar to excessive air, while using the homechoice cycler for automated peritoneal dialysis therapy. Home patient stated she used two twelve foot pt line extensions with her homechoice set, which had not been completely purged of air during the priming sequence. Home patient states it was the very first time she had performed therapy on her own using the homechoice cycler, and she not aware she needed to ensure the lines were fully primed prior to connecting herself to them. Home patient states she bypassed the initial drain after connecting to the set, since she has a "dry" day and had been instructed to perform bypass procedure by her health care professional. Home patient states she was infused with the air from the homechoice twelve foot extension during her first fill. According to home patient, she continued therapy and the discomfort subsided after a few hours. Home patient states there was no pt injury or medical intervention as a result of this incident.